Manufacturer narrative:
(B)(4). Batch # p92c3u. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and resulted in "reactivate two switch activations detected" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a hand activation to ground short circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal and this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn and no conclusion could be reached as to what caused the hand activation issues reported. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the hp054 handpiece had the following error message: "two handpiece activations detected handswitch reactivate instrument to continue." Tried to use on the multiple generators and the same message appeared again and again. There was no adverse event for the patient and no delay in the surgery.